Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was under an electric blanket when an alarm occurred and pump touchscreen cracked. Customer's blood glucose was 306 mg/dl. Customer continued to use pump for insulin therapy; however, the screen was difficult to read.